Manufacturer narrative:
The investigation determined that a lower than expected potassium (k+) result was obtained from a non-vitros (mas) quality control (qc) fluid using vitros chemistry products k+ slides lot 4102-1021-1562 on a vitros 350 chemistry system. The assignable cause of the event is user error. The customer had put the erf (electrolyte reference fluid) and iwf (immunowash fluid) reservoirs in the incorrect positions on the vitros 350 chemistry system prior to the event. After fresh reservoirs were placed in the correct positions on the vitros 350 chemistry system, the mas quality control fluids were repeated and the results for vitros k+ returned to expectations. In the days prior to the erf and iwf reservoirs being put in the incorrect positions on the vitros 350 chemistry system, the quality control results for vitros k+ lot 4102-1021-1562 were acceptable indicating that vitros k+ lot 4102-1021-1562 was not likely a contributing factor of the event. The vitros 350 chemistry system or vitros k+ slides lot 4102-1021-1562 did not malfunction.

Event description:
A customer obtained a lower than expected potassium (k+) result from a non-vitros (mas) quality control (qc) fluid using vitros chemistry products k+ slides lot 4102-1021-1562 on a vitros 350 chemistry system. Mas l2 vitros k+ result of 4.3 mmol/l vs an expected result of 6.42 mmol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected vitros k+ result was obtained from a non-patient fluid. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).